Event description:
It was reported that "jaw was found misalign during use on the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged defective medical device was reviewed and found complete. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50 pc. Lot in july of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing processes. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that "jaw was found misalign during use on the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".